Manufacturer narrative:
H3: device evaluation : lens was returned in liquid, inside vial. Visual inspection found one of the haptics torn. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -14.50/2.5/092 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2020. The lens was removed and replaced within the same initial surgery and the problem was resolved. There was no patient injury.